Manufacturer narrative:
The therapy date for the following device is unknown: model: 3186; scs lead. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient was unable to communicate with the ipg for several months. As such, during a surgical procedure on (B)(6) 2018 to implant a second lead, multiple communication attempts were made with the ipg to no avail. The ipg was explanted and replaced. Stimulation was restored following the procedure.